Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found the phaco handpiece to have no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the phaco handpiece to meet product specifications. The phaco handpiece was then connected to a calibrated system for further functional testing. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet all product specifications. The phaco handpiece was manufactured on may 8, 2017. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no irrigation or aspiration during a left eye cataract procedure. The handpiece and irrigation system were changed. The procedure was completed without harm to the patient.